Event description:
It was reported that during the implant attempt, the physician complaint that the lead helix was not able to turn the helix back during repositioning and was not able to place the lead properly. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analysis indicated there were no anomalies found. It was noted there was blood in/on the helix/lobe mechanism.